Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign matter/clogging in the light guide lens adhesive part, objective lens adhesive part, and dirt/foreign material inside the light guide (lg) lens was confirmed, but it was not possible to identify the foreign matter. It is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for the remaining foreign objects. No physical damage was found in the area where the foreign object remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual tjf-q190v operation manual. Preventive measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. It is likely that due to mechanical stress, the adhesive around the lg lens peeled off, allowing moisture to get into the lg lens, causing corrosion. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around light guide lens, adhesive around objective lens and inside of light guide lens had foreign material. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.